Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow up attempts were made to complete troubleshooting, however, the customer did not respond. The customer replaced the pump supplies and resumed insulin therapy. There was no adverse impact to customer's blood glucose.